Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin irritation at the pod insertion site (leg) after wearing the device for an unknown duration. The patient reported that the infusion site became red, irritated, and blotchy. Medical attention was sought during a doctor's appointment at general dermatology, (B)(6) on (B)(6), 2025. Following approximately 15 minutes of consultation, the patient was diagnosed with allergic contact dermatitis. The patient was prescribed with steroid cream, clobetasol propionate. The patient also reported that a follow-up appointment had been scheduled for skin testing to evaluate potential irritants in approximately eight months. No impact on blood glucose levels was reported during the event. The involved pod was reportedly no longer available for return, and insulin therapy was resumed with the application of a new pod.